Manufacturer narrative:
Corrected information was provided in d1 (brand name), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump stop issue was not determined without returned product investigation and sufficient clinical details, including data logs. The cause of the issue was not determined without returned product investigation and sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via an access site that was not shared in a patient of unknown/not shared age and gender who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The pump was supporting when there was purge alarms for "air in purge system". The team attempted to troubleshoot and replaced the purge cassette. This did not resolve the issue. The team did discuss the possibility of replacing the automated impella controller (aic), but before the aic could be replaced the pump stopped. The patient was stable when the pump stopped and so the team explanted and did not replace the cp. The pump will be reported for the interruption of the hemodynamic support when the pump stopped, however the removal was performed with no consequence to the patient. Patient did survive.